Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available. The dentist informed that he tried to install the abutment that is indicated to cm implant, which is not appropriate to ws implant. For ws implant, it is indicated to use the abutment with compability with ws implant.

Event description:
(B)(4). The dentist reported that he had to remove the dental implant due to the fracture of the abutment during its installation. 60ncm of primary stability was achieved regarding to the dental implant and the patient presented bone type ii.